Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect havab-igg results for one patient. The following data was provided (>/= to (B)(6)): (B)(6)2021 sid (B)(6) initial havab igg result was (B)(6), repeated (B)(6) (lot 27572be00) no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lots perform as expected for this product. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review was performed on lot number 27572be00 , which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of architect havab igg reagents was reviewed using worldwide field data. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the architect havab igg reagent lots identified in this complaint.